Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) froze and would not boot into windows. Nihon kohden's technical support advised him to replace the hard drives, which resolved the issue. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) froze and would not boot into windows.

Manufacturer narrative:
Additional information: f7. Type of report? G7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes. Corrected data: h10. Additional manufacture narrative: details of the complaint: on 06/18/18, (B)(6) at (B)(6) hospital reported the cns-6201a pu-621ra sn: (B)(4) froze during use. A hard reboot was performed and now the device would not boot into windows. Customer received a beep code and message that said please stand by. Service requested: troubleshooting/assistance. Service performed: nk technical support advised the customer to swap the hard drives. Customer was then able to boot into windows and launch the cns software. The intel matrix software reported no errors and began to check the drives. Customer reported the problem was solved. After the hard drives were changed and the unit booted up, the cns was run through the hard drive repair and issue was corrected. Customer put hard drive 0 back in its original spot, and the unit worked fine. Investigation result: the root cause is determined to be failure of the hard disk drive (hdd). Failure and replacement of the hdd is addressed in the cns-6201a service manual. In the event of an hdd failure, a message appears to notify the user so that the proper actions can be taken. Additionally, the hdd failure would be detected during the performance of regular maintenance inspections every 6 months, as recommended in the cns-6201a service manual. In the meantime, the device can continue to function using the secondary hdd. With the assistance of nk technical support, customer was able to resolve the issue by swapping the hdd's and allowing the system to repair itself.